Event description:
The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient.

Manufacturer narrative:
Customer stated they tested patients with obvious symptoms, but their initial tests with the sars-cov-2 ag assay were negative. The customer mentioned that some of these patients had a pcr test, that was positive. The customer was contacted for more information on patient results, but no information was provided. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: qc testing is performed on all strip lot product at the time of manufacturing and only lots that meet these specifications are released for distribution. Reports of discordant results will continue to be trended and reviewed, with action taken as appropriate. In response to any adverse trends or events. The receipt of any new information pertaining to this event will be submitted in a follow-up medical device report.